Event description:
The hcp reported that the pt's pump was programmed incorrectly for some time, but was unsure of the exact length of time as the pt has been having refills and programming done by a home health agency (hha). She stated that a new hha was refilling the pump and noticed that the pump was programmed at baclofen 4000 mcg/ml at 958 mcg/day when it was supposed to be programmed at 2000 mcg/ml. She stated the hha contacted the pharmacy and confirmed that there had always been 2000 mcg/ml concentration in the reservoir. The programming error was corrected by reprogramming the pump to deliver 2000 mcg/ml at 472 mcg/day instead of 985 mcg/day as this was the dose that the pt was actually receiving. No pt symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.